Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited oversensing noise that was reproducible and automated mode switch (ams). It was noted that the lead had insulation damage. The ra lead was capped and replaced (B)(6) 2021. The patient was stable and tolerated the procedure well.